Event description:
After an implantation period of 1 one day it was reported that the lead dislodged. Lead was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 7 cm distal to the is-1 connector pin. The insulation was, apart from the present cut, free of breaches. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.